Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03971 / 03972).

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately five years post-implantation due to patient allegations of pain, tissue damage, local tissue reaction, metal tinged fluid, metal wear and metal poisoning. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Complaint sample was evaluated and the reported event was confirmed. A m2a-magnum pf cup 58odx52id, part # us157858 from lot 795630, was returned and evaluated against the complaint. Visual inspection found the cup to be scratched and worn consistent with metal on metal construction. Reddish-brown debris remains stuck to the porous coating. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: include any objective evidence such as lab tests, x-ray results, intraoperative findings. Painful right tha, ltt confirmed nickel allergy, spinal anesthetic and IV sedation, altr immediately encountered, debridement of altr completed, 90 mls of metal tinged fluid in capsule ¿capsulectomy performed , trunnion ¿ no concerns noted, anterior ostectomy of femur due to reactive bone and impingement, cup removed ¿ noted minimal bone loss during procedure , notes stress shielding behind the cup, used 3 compression screws to augment fixation of cup due soft bone no complications. Reported event was confirmed by review of x-rays provided. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is number 1 of 2 mdrs filed for the same patient - reference 1825034-2016-03971 / 03972. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.